Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: model: 620bg31, annuloplasty band; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and variable impedance. One week later the lead triggered another lia with increased sic and high rate non-sustained episodes. Additionally noted was a high pacing impedance spike, noise, and unstable thresholds. A lead fracture is suspected. In office testing/troubleshooting was completed and reprogramming was completed. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead also displayed low impedance. The lead was capped and replaced. During the lead revision procedure the physician was unable to engage the setscrew on the implantable cardioverter defibrillator (ICD) header. The device was not reimplanted and an alternate device was used. No patient complications have been reported as a result of this event.